Event description:
New information received notes that the lead presented with another instance of noise and was capped and replaced on (B)(6) 2024 due to calcification on the lead. The patient was stable throughout.

Event description:
New information received notes that the lead was fractured. No adverse patient consequences were reported.

Event description:
It was reported that a patient presented with signal artifact noted on the patient's right ventricular lead. Additional intervention was planned. No adverse patient consequences were reported.

Manufacturer narrative:
The reported events of noise and lead fracture were not confirmed. As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.